Event description:
Head of the bed would not raise.

Manufacturer narrative:
Technician cleaned the valve and coil, problem persisted, therefore, the technician replaced the valve solenoid and coil. Upon successful installation of valve solenoid and coil, the technician determined that the bed worked fine. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.